Manufacturer narrative:
G4:01dec2020. B4:02dec2020. The customer replaced the speaker and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 04aug2020.

Event description:
The customer reported the unit is displaying primary alarm failed. The significant error log confirmed presence of primary alarm failed. There is no patient involvement. The manufacturer's field service engineer (fse) recommended ordering and replacing the speaker.